Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 298mg/dl and a ketone level identified as dangerous by healthcare provider. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to manual injections for insulin therapy.